Event description:
Intermittent beeping of IV pump with no message displayed on screen multiple times until pump read "system error" and was beeping continuously with red warning light. Needed to exchange entire pump and channels in order to avoid infusions being interrupted - as there was no other way to keep system running. Multiple (4) critical drips infusing on a very critical patient.